Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, lost image has occurred. Air ingress was not resolved during preparation flushing. The procedure was completed with another of the same device. There were no patient complications.